Event description:
A patient reported that on the first night of wearing a new mask, she woke up with a sore on her nose, which she just ignored, after a few days, the sore opened up and became worse. She reported that she continued to wear the mask, but this time with bacitracin ointment on the sore covered with a band-aid, but she had no success. She states that she went to the doctor who prescribed an oral antibiotic and cream.

Manufacturer narrative:
The complaint device has not been received. Results: from the event description, it can be determined that a pressure sore has been caused. Conclusions: pressure sores can be caused by an incorrectly fitted mask or incorrect size mask. This complaint has been added to the database for trending purposes and failure trends will continue to be monitored. This concludes our investigation into this complaint.